Manufacturer narrative:
A35 alarms noted during rewind due to corroded motor home switch. Unable to confirm motor error alarms due to a35 alarms. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted during our visual inspection.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.